Manufacturer narrative:
The reported even of pacemaker in back up mode could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that product code had been reloaded in the field and no reset errors related to field complaint were noted. Further analysis did not find any anomaly and battery was at normal range of operation. Longevity calculation was performed and device had appropriate remaining longevity.

Event description:
It was reported that patient presented into clinic with their pacemaker in backup vvi mode. The pacemaker was restored to normal parameters and replaced. No symptoms were noted and patient was stable.